Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer stated that she passed out. The customer stated that the ambulance was called. The customer's blood glucose was 113 mg/dl at the time of the incident. The customer stated that her setting was wrong. The customer was assisted in adjusting her settings. The customer stated that she was wearing the insulin pump at the time of the hospitalization. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.